Manufacturer narrative:
(B)(4). Per the patient at-home guide, the patient is instructed to ensure that the patient line is properly primed prior to connecting. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated he forgot to open the patient line during prime and they connected anyway and the hc alarmed se 2240 in initial drain. The baxter technical service representative (tsr) explained the alarm and advised the use of new disposables. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.